Event description:
A user facility reported to olympus that the image was too dark. The problem, as reported to olympus, was identified during a procedure. The intended procedure was cancelled. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of the image being too dark could not be identified. Olympus will continue to monitor field performance for this device.